Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The instructions for use and patient manuel outlines psychiatric episode as a potential event that may be associated with use of the product. Psychosocial assessment and interventions are important and supported by accrediting bodies which requires palliative resources be made available for the vad patient. Recognition that treatment of this is both pharmacologic and psychosocial, the vads improved perfusion supports the pharmacological treatment and the improved quality of life related to vad health improvements may further support the psychosocial concerns. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient cut the driveline resulting in a pump stop. After discussion with the surgeon the medical team decided against a pump exchange. A psychiatrist is involved due to the hospital's belief that this may have been a suicide attempt. The last report received indicated that the patient is stable in the hospital, without inotropic support. Investigation is ongoing.

Manufacturer narrative:
It is reasonable that sufficient information exist to properly relay the details of this event; therefore, no additional information request will be sent. According to information provided by the site, the event was cause by user error. Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of controller log files since log files were not available for the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information in a previous MDR report.